Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy stopped working. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative indicated that the event took place before surgery. It was noted that the handpiece was found to be defective. There was no patient involvement.

Manufacturer narrative:
The system was examined. The reported event was replicated and attributed to an inoperable vitrectomy handpiece. However, the handpiece was not returned for evaluation at this time. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an inoperable vitrectomy handpiece. However, without the handpiece returned, the root cause cannot be determined as conclusive. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. The manufacturer internal reference number is: (B)(4).